Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a sterling balloon catheter with a syringe and unidentified introducer sheath. The shaft appeared stretched. There were multiple kinks throughout the device. The outer shaft was buckled 87-87.5cm from the hub. The inner shaft was separated 87cm from the hub and the outer shaft was separated 97cm from the hub. The distal portion (including tip, distal inner shaft, balloon, proximal balloon bond and tack weld) was not returned for analysis. There was four (4) inches of outer shaft necking proximal to the strain relief and to the distal catheter region, which is consistent with the reported excessive force being applied during removal of the device. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, balloon deflation failure occurred. The target lesion is located in the superficial femoral artery. A 6.0mmx60mmx80cm (4f) sterling balloon catheter was used. The balloon would not deflate so an encore inflation handle was attached to deflate the balloon by removing the contract from the balloon but the device would not deflate. The physician removed the inflation handle and attached a large syringe to try to deflate the balloon again, still it would not deflate. The balloon had to be removed with force causing lacerations to the artery and significant hematoma. The patient was fine post procedure, and the patient's status is stable.

Event description:
It was reported that during an angioplasty treatment procedure, balloon deflation failure occurred. The target lesion is located in the superficial femoral artery. A 6.0mmx60mmx80cm (4f) sterling¿ balloon catheter was used. The balloon would not deflate so an encore inflation handle was attached to deflate the balloon by removing the contract from the balloon but the device would not deflate. The physician removed the inflation handle and attached a large syringe to try to deflate the balloon again, still it would not deflate. The balloon had to be removed with force causing lacerations to the artery and significant hematoma. The patient was fine post procedure, and the patient's status is stable.

Event description:
It was reported that during an angioplasty treatment procedure, balloon deflation failure occurred. The target lesion is located in the superficial femoral artery. A 6.0mmx60mmx80cm (4f) sterling balloon catheter was used. The balloon would not deflate so an encore inflation handle was attached to deflate the balloon by removing the contract from the balloon but the device would not deflate. The physician removed the inflation handle and attached a large syringe to try to deflate the balloon again, still it would not deflate. The balloon had to be removed with force causing lacerations to the artery and significant hematoma. The patient was fine post procedure, and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the distal portion (including tip, distal inner shaft, balloon, proximal balloon bond and tack weld) was not returned for analysis. There was four (4) inches of outer shaft necking proximal to the strain relief and to the distal catheter region, which is consistent with the reported excessive force being applied during removal of the device. Because the distal portion of the catheter was not returned, the reported deflation failed could not be confirmed. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/ or procedural factors. (B)(4).